Event description:
It was reported that the patient had been complaining for about 2 months about not having access to sound with the device anymore. Patient's parents reported that it could happen that the patient felt on the implant side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.